Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A visual exam was performed and a hole was observed near the side arm insertion area. Based on the investigation performed, the complaint has been confirmed. A non-conformance was opened to address this issue.

Event description:
The customer states that they found a hole in the tube after it was placed into the patient. The tube had to replaced. The patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer states that they found a hole in the tube after it was placed into the patient. The tube had to replaced. The patient is fine.